Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the device components. It appeared as if the corpora never closed, and the implants popped out into other spaces. The device was not fully functioning. The cylinders and pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the device components. It appeared as if the corpora never closed, and the implants popped out into other spaces. The device was not fully functioning. The cylinders and pump were removed and replaced. There were no patient complications.